Event description:
A jagtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (gender, age, weight unknown). According to the complainant, while passing through the scope, the tip of the jagtome frayed at the edge. The procedure was completed with another of the same device and there were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as product was not returned. A review of the device history record was performed and revealed no anomalies.